Event description:
Affiliate reports that the valve did not control pressure as expected and needed to be replaced.

Manufacturer narrative:
Upon completion of the evaluation, it was noted that this complaint could not be confirmed. The product code was 82-3100. The sample was tested for flow and programming before being sent to the investigation site. The valve successfully passed these tests. The valve was returned with its ventricular catheter. The catheter was tested for flow: no occlusions were noted on the catheter during the flow test that uses light syringe pressure to establish if any occlusions were present. The valve was also tested for flow: the valve successfully passed the flow test. Furthermore, the valve was tested for pressure: the valve successfully passed the pressure test. The valve was examined under microscope at appropriate magnification and nothing abnormal that could be considered as a potential source of failure was noted. There was no evidence of occlusions or pressure problems. Review of the history device record confirmed the valve conformed to the specifications when released to stock in february 2006. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present, time this complaint is closed.